Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nursing noted bed was wet and identified tubing was leaking from distal end where port is connected. No other connection issues. Concern with product leaking. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and in multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem." An incomplete date of event of (B)(6) 2020 was provided. It was reported that the medication infusing at the time was "epidural medications." There was no patient or clinician harm as a result of the event. The event did not cause a delay that significantly impacted patient outcomes. Although requested, no patient details provided.

Manufacturer narrative:
Correction: b.5;e.3;g.3.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nursing noted bed was wet and identified tubing was leaking from distal end where port is connected. No other connection issues. Concern with product leaking. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and in multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem." An incomplete date of event of xx-nov-2019 was provided. It was reported that the medication infusing at the time was "epidural medications." There was no patient or clinician harm as a result of the event. The event did not cause a delay that significantly impacted patient outcomes. Although requested, no patient details provided.